Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the material was with damaged packaging (packaging route), compromising the sterilization process. The event was identified immediately on receipt of the product in the hospital. It was not used in a patient.